Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our rep is reporting to us that on the surgeon's 12th case of the day at 8 pm during an arthroscopic meniscal repair, the surgeon reports that the rapidloc applier did not deploy the fastener completely through the meniscus. The surgeon surgically removed this fastener and attempted to deploy another, however, this one failed to penetrate the meniscus. At this point the surgeon turned to a competitor's device, s&n, to complete the repair. However, by this point too much damage had been done to the meniscus and the surgeon resorted to a partial meniscectomy for remedy. All complaint devices discarded by user facility. Also see associated mdrs 1221934-2010-00209 and 1221934-2010-00210.